Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon device interrogation, the atrial lead exhibited loss of capture and inappropriate sensing of ventricular activity. The atrial lead was found to be dislodged, which was confirmed by chest x-ray. The atrial lead was repositioned on (B)(6) 2026. The patient remained stable throughout the procedure.